Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 3 inches from the pump housing and a distal portion was returned measuring approximately 3 inches. The sealed inflow conduit and sealed outflow graft conduit were not returned. Upon disassembly, visual inspection of the blood-contacting surfaces revealed a white deposition on the proximal side of the outlet stator. The deposition was loosely seated and did not reveal any evidence of denaturation to indicate that it was present during pump operation. The deposition's structure and lack of laminated layering indicated that it did not develop at this location, however, the origin of the deposition could not be conclusively determined. Although a specific cause for the development of the deposition and the duration of its presence within the pump could not be conclusively determined, it could have contributed to the reported elevation in ldh. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 4 months. The device was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2017 with an elevated lactate dehydrogenase (ldh) of 870 u/l, a subtherapeutic inr of 1.7 and intermittent pigmenturia. The patient was started on bivalirudin with some lowering of ldh to 600¿s u/l, but ldh returned to the 800¿s u/l, so a decision was made to do a pump exchange. Two ramp echocardiograms showed proper closure of the aortic valve and decompression of the left ventricle, and a CT morphology was negative for overt thrombus. On (B)(6)2017, the patient underwent a pump exchange.

Manufacturer narrative:
Additional information was provided per the sus voluntary event report, mw5069873.

Event description:
An sus voluntary report # mw5069873 was received with information as follows: pt. Admitted on (B)(6) 2017 with concern for pump thrombus due to an elevated ldg of 867 and plasma free hgb of 100. Bivalirudin drip initiated upon admission. Ramp echo performed on (B)(6) 2017 able to close aov on 9800 rpm and decompress lv. Cardiac morphology CT performed on (B)(6) 2017 within showed no evidence of a thrombus in the inflow or outflow cannulas. Ldh 600-700¿s. Rhc performed on (B)(6) 2017 which showed slightly elevated filling pressures with a marginal cl of 2.0 due to concern for a recurrent cardioembolic cva as well as a non occlusive thrombus in the lvad pump. The pt was taken to the operating room on (B)(6) 2017 for a pump exchange. The surgeon was unable to visually identify a thrombus during the procedure. Surgery was well. The pt recovered and was discharged to home on (B)(6) 2017. The lvad pump was sent to the MFR for eval.